Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: visible moisture was observed behind the display lens. The audio bolus button cover was observed to be punctured; however the audio bolus button was still responsive to user input. A leak test failed due to audio bolus button leak. The pump was opened; moisture corrosion was found on the printed circuit board and other areas of pump. No moisture was found in the battery compartment. Unrelated to the complaint, the display was observed to be dim and pink. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.